Event description:
Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to elevated metal ion levels, yellowish-brown joint fluid, synovitis, grayish- blackish material, metallosis, burnishing on both implants, and metallic hypersensitivity wear debris. The information received does not change the MDR decision. Replaced with pinnacle. The complaint was updated on: (B)(6) 2013.

Event description:
Patient was revised to address pain, osteolysis, and fibrous ingrown cup. The complaint was updated on: (B)(6) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 05/23/2014 - litigation received. Litigation alleges discomfort, weakness and stiffness. There is no new additional information that would affect the investigation. This complaint was updated on: 06/10/2014.